Event description:
Genzyme biosurgery essentials kit item # 82004.a clear plastic package is contained within an outer cardboard box. The outer box is obviously not sterile. The inner clear plastic (sealed package) label states "caution: non sterile packaging" then lists the contents followed by "sterile contents unless individual packages have been opened or damaged".the package was opened using sterile technique and the contents dumped onto the sterile field. The inner compartments were opened and used in surgery. After surgery was completed, it was identified that the inner content "packages" are not sterile - therefore the sterile field was inadvertently contaminated.====================== health professional's impression======================a breach in operative sterility exposes the patient to risk of infection. Pt is being treated with prophylactic antibiotics; outcome will not be clear for some time.====================== manufacturer response for genzyme biosurgery essentials kit ======================sales rep was present for this surgery but did not identify the mistake when it was made. Rep explained genzyme is aware of at least one other similar event.